Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no explicit information in this case. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot referenced. Conclusions: a medical review of the provided information was completed by a clinician, this review concluded; infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no explicit information in this case. The procedure performed with irrigation and debridement plus liner exchange is a standard first choice approach for infectious complications of an arthroplasty. While the diagnosis of infection can be confirmed, the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports including the strain of infection identified are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon performed an I&d with a triathlon tibial insert exchange of a left knee due to infection.

Manufacturer narrative:
The following devices were also listed in this report: size 4 tibial component; cat# unknown; lot# unknown size 4 femoral component; cat# unknown; lot# unknown 38mm patellar button; cat# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. A review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Surgeon performed an I&d with a triathlon tibial insert exchange of a left knee due to infection.